Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a wolverine cutting balloon. There were no patient complications nor injuries reported and the patient was in good condition post procedure.